Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was evaluated. During service for a non-reportable complaint, the device failed its power-on self-test and displayed a "defib comm error." This message indicates that the defibrillator is inoperable. Investigation isolated the cause of the malfunction to an intermittent electrical connection associated with a socket-mounted ic (integrated circuit) on the defibrillator circuit board. Because of the intermittent nature of the problem, the defibrillator circuit board was replaced to resolve the problem. The repaired device was tested and returned to the customer. The foregoing malfunction is the type of malfunction that is the subject of a current on-going recall of this device. The date of this repair was prior to the commencement of that recall. This device was later processed under the identified recall.

Event description:
Device returned for non-reportable repair. Secondary finding of a "defib com error" identified by the service department. No patient involvement.